Event description:
It was reported that the patient presented to the emergency room complaining of weakness. A device check found the right ventricular (rv) lead had t-wave oversensing (twos) resulting in a low pacing rate. A possible oversensed p wave was noted. Follow up with the physician's office indicated that the lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.